Manufacturer narrative:
The device history record (DHR) was unable to be performed, as the device lot/serial number was not provided. Despite multiple requests for additional information from the healthcare provider, no additional details have been provided. Based on the information available, a definitive root cause cannot be conclusively determined.

Event description:
It was reported that a patient with a 21mm 2900j aortic valve underwent a valve-in-valve procedure after an unknown implant duration due to unknown reason. The procedure was performed with a non-edwards transcatheter valve. The patient status was reported as under treatment. The device was not returned for evaluation as it remained implanted. No further information was provided by the doctor, such as serial number, implant duration, failure mode, symptoms/diagnosis, patient information, or the causality between the event and the device.

Manufacturer narrative:
This model is not sold or marketed in the u.s. However, it is similar to device: model #2800; brand name: carpentier-edwards perimount rsr pericardial bioprosthesis; PMA #p860057/s001. The subject device is not available for evaluation, as it remains implanted in the patient. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.